Manufacturer narrative:
(B)(4).

Event description:
An aneurx stent graft system was implanted in the patient for the endovascular treatment of a 55 mm in diameter abdominal aortic aneurysm. It was reported that a CT revealed that the previously implanted aneurx 28x16x135 stent graft had migrated distally and a type ia proximal endoleak was observed. The physician elected to implant a 28x29 proximal extension stent graft cuff. The physician stated that the migration and type ia proximal endoleak event was resolved after the cuff was implanted. Per the physician, the cause of the aneurx migration and type ia proximal endoleak was unknown. No additional clinical sequelae were reported and the patient is fine.